Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's ipg suddenly became inoperable and stopped providing therapy to the patient on an unknown date. In turn, surgical intervention may be pending to address the issue at a later date.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.